Manufacturer narrative:
H2, h6 updated.the balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imagery evaluation.a device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event.a review of the lot history revealed no complaints related to the events failure balloon leak, withdraw catheter and valve through vasculature sheath difficulty or inability to withdraw system with valve through vasculature.the following instructions for use and manuals were reviewed; IFU for commander delivery system, device prep manual s3 and commander and procedural training manual s3 and commander. No ifutraining deficiencies were identified.as the complaints for balloon leak and withdraw catheter and valve through vasculature sheath - difficulty or inability to withdraw system with valve through vasculature were unable to be confirmed, a complaint history review was not performed.as no device was returned and there is no evidence to support that a manufacturingdesign defect potentially contributed to the complaint, a manufacturing mitigation review was not performed.a review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labelingifu inadequacies were identified. The complaints for failure balloon leak and withdraw catheter and valve through vasculature sheath - difficult or inability to withdraw system with valve through vasculature were unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of ifutraining materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. For complaint, balloon leak, as reported, when trying to inflate the balloon, it did not expand and when pulling back the inflator, it was filled with blood, indicating that there was a balloon rupture. As the delivery systems are 100% tested for leakage during manufacturing, and as this issue was undetected during preparation, it is likely that damage to the balloon occurred during the procedure. Calcification and tortuosity were mentioned to be present in patient vessels. A tortuous and calcified patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system and create a constrains during advancements. The sub-optimal angles may cause the balloon to interact with the crimped valve and result in the observed leakage. As such, available information suggests patient calcification, tortuosity and procedural factors non-coaxial interaction with valve strut may have contributed to the reported event. For complaint withdraw catheter and valve through vasculature sheath - difficulty or inability to withdraw system with valve through vasculature. As per report then, it was tried to remove the crimped valve as a single unit with the introducer but the valve got stuck in the common iliac and could not move as it was embedded in the calcium of the iliac. As such it is possible the presence of calcification interfered with the withdrawal of the delivery system leading to the difficulties noted. As such, available information suggests patient calcification may have contributed to the reported event.since no manufacturing non-conformances or labelingifutraining deficiencies were identified, no product non-conformance was confirmed. No correctivepreventative actions CAPA nor product risk assessment pra escalation are required.

Event description:
As reported during the procedure, there was resistance while advancing the commander with crimped valve through the esheath. When trying to inflate the balloon, it did not expand and when pulling back the inflator, it was filled with blood, before the valve was expanded. They tried to remove the crimped valve as a single unit with the introducer but the valve got stuck in the common iliac and could not move as it was embedded in the calcium of the iliac. The valve was removed surgically and a fem-fem bypass was performed. Patient was fine and no further attempts to were made.

Manufacturer narrative:
Investigation is ongoing. Device discarded.